Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia and insulin pump as treatment. Customer blood glucose level was over 400 mg/dl. Customer also noticed bleeding sensors .it was unknown that whether customer was used insulin pump system within 48 hours of reported event. It was unknown about troubleshooting for high blood glucose readings. No product was expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.